Event description:
It was reported when the device was used during a lap bilateral hernia procedure, the staples would not form, they remained straight. A second device was opened with the same results. A third device was opened and used to complete the case. There was no consequence to the patient.